Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, cervical pregnancy and recurrent abortion. Previously administered products included for an unreported indication: bith control pill from 1993 to 2005. Concurrent conditions included umbilical hernia. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced micturition urgency ("sensation of having to urinate constantly"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2007, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced tooth fracture ("multiple cracked teeth"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced diarrhoea ("diarrhea daily"). On an unknown date, the patient experienced hot flush ("hot flashes"), libido disorder ("libio is horrible") and irritable bowel syndrome ("ibs"). The patient was treated with boron;calcium;cimicifuga racemosa extract;folic acid;glycine max extract;magnolia officinalis;nicotinic acid;pyridoxine hydrochloride;riboflavin;selenium;thiamine;tocopherol;vitamin b12 nos (estroven), vitamin d nos (vitamin d), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy(bilateral)) and root canals, gum treatment and pulled teeth. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, dysmenorrhoea and irritable bowel syndrome had resolved, the hot flush, libido disorder, vaginal haemorrhage, menorrhagia, micturition urgency, tooth fracture, allergy to metals, fatigue, alopecia and diarrhoea outcome was unknown and the dyspareunia was resolving. The reporter considered allergy to metals, alopecia, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, hot flush, irritable bowel syndrome, libido disorder, menorrhagia, micturition urgency, nausea, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: hot flashes and libido disorder. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received. Reporter information were added. Medical history, historical drug, lab data and treatment drug were added. Event : abnormal bleeding (vaginal), menorrhagia, sensation of having to urinate constantly, multiple cracked teeth, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, ibs, hair loss, diarrhea daily were added. Outcome of the event pain was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hot flashes") and libido disorder ("libio is horrible"). The patient was treated with herbals nos w/minerals nos/vitamins nos (estroven) and surgery (to remove the essure to implant). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, hot flush and libido disorder outcome was unknown. The reporter considered hot flush, libido disorder and pelvic pain to be related to essure (ess205). Concerning the injuries reported in this case, the following one/ones were reported via social media: hot flashes and libido disorder. Most recent follow-up information incorporated above includes: on 22-nov-2017: follow-up received via social media. New event: hot flashes and libido is horrible were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (B)(4) inserted. On (B)(6) 2007, the patient had essure (B)(4) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure to implant). Essure (B)(4) was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (B)(4). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.